Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in cartridge as the haptic was out. Account indicated that the iol was partially inserted in the patient's left eye and the procedure was completed successfully using a back up lens. There was no medical or surgical intervention required. The original iol was discarded. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Initial reporter name and address: phone number: (B)(6). Device evaluated by MFR: the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.